Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of pullwire broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the biliary duct during a removal of a common bile duct stone procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the patient had 5 large ¿very solid¿ stones in the bile duct. Several electrohydraulic lithotripsies were performed on the patient and an ercp using a non- bsc basket to remove the stones. The trapezoid rx lithotripter compatable basket was then used to remove the rest of the stones that remained within the patient. The basket was able to capture a ¿very solid¿ stone approximately 1.5 cm. When the physician attempted to crush the stone, the stone was unable to be crushed. An alliance handle was then used in conjunction with the trapezoid rx lithotripter compatable basket in an attempt to crush the stone, however, when the handle was actuated, the pullwire broke, and the stone was entrapped within the basket. The physician was able to release the stone from the basket (technique unknown). The basket was then removed from the patient through the scope and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿

Manufacturer narrative:
A visual examination of the returned device found residue that was present on the device indicating use/ handling. Visual evaluation of the device revealed that the basket/ wire assembly was detached and removed from coil/ handle assembly. The basket wires were slightly deformed and the tip was intact. The device also presented side car- rx pushback. During physical evaluation, device was disassembled and found the pullwire to have failed and broken from the distal the end of handle cannula. Both ends of the fractured pull wire were necked down and broken into "v" shape indicating that the wire had most likely sheared apart. A material review of the broken component found no anomalies and concluded that the pull wire met the specifications the device is designed so that the basket tip detaches if the stone cannot be crushed, however, from the analysis of the returned device this did not occur in this case. The evaluation concluded that the pullwire most likely sheared apart close to the handle cannula while the user was attempting to crush a stone. Although it cannot be determined precisely how the pull wire failed, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore the most probable root cause of 'undeterminable' is selected for the complaint. A device history record (DHR) review of the lot number was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the biliary duct during a removal of a common bile duct stone procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the patient had 5 large "very solid" tones in the bile duct. Several electrohydraulic lithotripsies were performed on the patient and an ercp using a non- bsc basket to remove the stones. The trapezoid rx lithotripter compatable basket was then used to remove the rest of the stones that remained within the patient. The basket was able to capture a "very solid" stone approximately 1.5 cm. When the physician attempted to crush the stone, the stone was unable to be crushed. An alliance handle was then used in conjunction with the trapezoid rx lithotripter compatable basket in an attempt to crush the stone, however, when the handle was actuated, the pullwire broke, and the stone was entrapped within the basket. The physician was able to release the stone from the basket (technique unknown). The basket was then removed from the patient through the scope and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".